Event description:
There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be performed. The returned samples were visually inspected; no damage was found. From the eight bags received, three passed the leak test; the other five failed. The leak was coming from the assembly with the bushing and the tape. The most probable root cause is production personnel did not detect the incorrect assembly of the tape. A quality alert was generated on (B)(6)-2020 to ensure that operators can detect any incorrect assembly of tape on the breathing bags. Production personnel was trained in this quality alert. Since the lot number was not reported, it?s unknown if the product was manufactured after the implementation of these changes. No patient involvement. (Updated b5 and h6), corrected data: corrected - d1, d3, d4b, g2, g3

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). B5 and h10 report no patient involvement; however, the event happened during a procedure while in use with a patient.

Event description:
It was reported that the bag is popping off during procedures.